Event description:
Information received by medtronic indicated that the customer reported pump error 35 (a broken force sensor was detected during seating or regular delivery) followed by an open book image error. Troubleshooting was performed and the customer was in the swimming pool with a pump. No harm requiring medical intervention was reported. It was unknown whether the customer will continue or discontinue the use of the device. The product will   be returned for failure analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. There was no pump error 35 alarm recorded in the formatted history file on or before the event date. However, critical pump error (open book image) alarm triggered by consecutive pump error 63 alarms on 05/14/2023 12:29:00.000 and pump error 19 alarm on 05/14/2023 12:27:56.000 and 05/14/2023 12:29:00.000 according in the error log file/detailed trace file. Pump error 19 alarm (file ID: 114 line ID: 886) was confirmed, suspected on hw. Pump error 63 alarms (file ID: 49 line ID: 19208) was confirmed, suspected on hw. Please see below for pump errors/alarms noted 2 days prior to the event date 14-may-2023 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: 05/13/2023 19:16:00.000, 05/13/2023 19:26:00.000. Lost sensor 2 alert (781) was recorded and found in the formatted history file on: 05/13/2023 19:43:00.000, 05/13/2023 19:53:00.000. Unable to test for lost sensor alert due to critical pump error (open book image) alarm. Lost sensor alert was unknown. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Pump 35 alarm was not confirmed. However, critical pump error (open book image) alarm confirmed due to consecutive pump error 63 alarms and pump error 19 alarm. Critical pump error (open book image) alarm, pump error 63 alarms and pump error 19 alarm due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator¿assembly noted. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.